Manufacturer narrative:
A pocket revision was reported to abbott. The patient was complaining about how the ipg was sitting in the pocket. The ipg was repositioned within the pocket, and the issue was resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the ipg caused discomfort due to being sideways in the pocket. In turn, the ipg was repositioned on (B)(6) 2020 to address the issue.